Event description:
Morbidly obese patient was implanted with matristem surgical matrix psmx as an adhesion barrier between the liver and stomach during a laparoscopic gastric sleeve procedure on (B)(6) 2012. At an undisclosed time following initial surgery, the physician noted that fluid had accumulated in the abdomen. According to the sales rep, ¿the liver started to contract¿. The patient was taken back to surgery on (B)(6) 2012 to evacuate fluid. Intra-abdominal adhesions between the omentum and liver, as well as between the liver and stomach were lysed.

Manufacturer narrative:
Acell has spoken to surgeon and reviewed relevant medical records. Based on its review, acell is not aware of any clinical or pathological evidence indicating its product was related to the adverse event. This MDR is being submitted out of an abundance of caution. Device was used in an off label procedure. The safety and effectiveness of the use of the device as an adhesion barrier have not been demonstrated and there is no FDA approval for this application. Acell is in the process of continuing its complaint investigation.